Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change, the user could not insert a new cartridge because the spiral was protruding, and with guidance the user rewound the ilet and completed the supply change; a new case was opened due to a reported dexcom blood glucose of 398 mg/dl. Symptoms included hyperglycemia with associated headache and irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.